Event description:
Pt returned to hospital day after lysis of adhesions. Bowel perforation noted upon laparoscopy. Small bowel resection performed. Surgeon felt perforation was caused by malfunction of disposable trocar. Rep notified.